Event description:
The complainant alleged that while monitoring a patient, the device displayed a "do not use" icon message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.